Event description:
Center reports the air foam detector sounded 2 hrs into a pt treatment. The healthcare professional disengaged the air foam detector while continuing treatment. At this time the pt began to complain of chest pain. Pt was placed in trendelenberg position on her left side. Pt was given normal saline for a bp of 88/52 and treatment was terminated. Pt normally hypotensive per healthcare professional. Pt was transferred to hospital and diagnosed with congestive heart failure. Pt was discharge the next day fully recovered.